Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there is cassettes alarming on both pumps with no disposable clamp tubing, unable to resolve. No further details provided. No patient injury reported.

Manufacturer narrative:
Other text: no lot number was provided; therefore, a history record review could not be conducted. D4: lot number, expiration date and h4 are unknown, corrected data: h6: health effects, h10: DHR review added.